Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "implant rupture". Device remains implanted. This relates to the right side.

Manufacturer narrative:
Previous medwatch submission noted rupture. Upon additional review of record, the record was deemed a no complaint against the device. This mw is to un-report the event.

Event description:
The event of rupture did not occur for this related record. As side was unknown and only one device was affected, this is the unaffected side. This is a no complaint against the device.